Manufacturer narrative:
5076-45. Lead implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was high right ventricular (rv) lead impedance and the thresholds have been gradually increasing. The lead was capped and replaced. No patient complications have been reported as a result of this event.